Event description:
It was reported the patient is not receiving stimulation in his feet. The sjm representative had met with the patient for reprogramming, but the desired coverage was not obtained. The physician recommended a trial procedure, but the patient declined. Follow up indicated the patient does not wish to pursue any additional troubleshooting efforts at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.